Event description:
A malfunction on a pump was reported by the caller, with no notable events occurring prior to the issue. There was no adverse impact on the customer's blood glucose level. Customer technical support provided pump reset information and assisted in resetting the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue reappeared.